Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device cubie drawer started not detecting on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 3.1 was failed and it was not detected on bus. The field service engineer (fse) had resolved an issue involving the main half height cubie drawer 3-1, where all cubie pockets were not detected on the bus. The fse shut down the device, reseated both the row board cable and ribbon cable, and replaced the retractor band. After completing these actions, the fse logged into the hardware test application (hta), executed a final test on the drawer, and confirmed that it passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device cubie drawer started not detecting on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.